Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2019 with the following findings:.during investigation, there were frequent replace battery alarms observed. The pump electrical current draws were tested and were within specifications. There was moisture in display. Pump case is cracked near top right corner of display. Pump leaks at crack in case. Pump opened; moisture damage found on pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.